Manufacturer narrative:
H10:the customer was provided a service proposal for corrective services. To date, the customer has declined repair. We are unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Record was reopened due to update in source system. After review of the source system and the record, no changes were made by service to reflect harm. Further correction occurred. The pse reported the issue could not be duplicated; however, the occurrence was confirmed in the device event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from reporting a check vent: backup alarm failed alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. The unit continued operating; there was neither delay in therapy nor medical intervention reported due to the issue. Investigation is ongoing.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Testing of this cpu pcba with the accusation of a secondary alarm failure / e/c 1104 has been analyzed per the steps called out in ER 2249129, part 001, version 00 which says if ls1 sounds, install suspect cpu pcba into a known good unit or on a pil v60 standard test bed (stb) and perform power failure alarm test and power on self-test (post) in ventilation mode 3-5 times. Testing of the returned cpu resulted in a no problem found conclusion.